Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending coronary artery. A 3.50 x 12 mm nc trek rx balloon dilatation catheter (bdc) was advanced to the lesion with no resistance for post dilatation. The balloon of the bdc ruptured during the fifth inflation at 20 atmospheres. The bdc was simply removed and the procedure was successfully completed with a new 3.50 x 12 nc trek rx bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed. It should be noted coronary dilatation catheters, nc trek rx, instructions for use (IFU), warning section states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek is 18 atms; therefore, rbp was exceeded. In this case, since the reported balloon rupture was unable to be confirmed during return analysis, it is unlikely that the IFU deviation contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.